Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely due to high left ventricular [lv] lead thresholds. It was also reported that the lv lead has had high thresholds "for some time" but they have risen recently. Additionally, the lv lead had high impedance measurements (which were recently noted to be measuring normally) and a patient alert triggered when the device reached eri. The device was explanted and replaced; the lv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.